Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: customer contact reports no patient information available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.